Event description:
It was initially reported to boston scientific corporation, that a wallflex enteral duodenal stent was used during an duodenal stenting procedure on (B)(6) 2009, on a (B)(6) male pt with a malignant gastric outlet obstruction. According to the complainant, the stent could not be deployed. A kink was noted on the catheter. The procedure was completed the following day with a similar unk device, as another wallflex enteral duodenal stent was not available. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as normal. This event has been deemed a reportable event based on the investigation results; handle broken.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal handle was detached from the outer sheath and the shaft was kinked proximal to the mounted stent. It was not possible to retract the outer sheath by hand due to resistance. The shaft was dissected proximal to the stent and the outer sheath was retracted to deploy the stent. No issues were noted with the deployed stent that would have contributed to the reported event. Based on the results of the evaluation conducted and the details of the results of the eval conducted, and the details of the complaint, the most probably root cause is operational context due to anatomical/ procedural factors encountered during the procedure, where the performance was limited. A labeling review identified that the device was used per the wallflex enteral directions for use (dfu). A review of the manufacturing documentation found no anomalies during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported for this lot. (B)(4).